Manufacturer narrative:
Macroscopic examination confirms mas broken approx. 2-3 threads below screw head. Damaged noted on mas head portion of implant, with sever damage noted on bone screw portion of broken implant. Microscopic examination of fracture surface reveals a fairly flat fracture, with progressive striations, indicative of fatigue, followed by ultimate failure of the implant, consistent with failure due to fatigue.

Manufacturer narrative:
(B)(4). The screw has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records did not identify any applicable nonconformance to specification. X-rays were supplied for medical advisor review which found ap and lateral views of l4-l5-s1 pedicle screw fixation with posterior lateral fusion in 5 year old with spondylolisthesis. L5/s1 film shows pedicle screw shaft fracture mid pedicle on the right side of s1.

Event description:
It was reported that the patient underwent a posterior lumbar spinal surgical procedure at l4-s1. It was reported that approximately 2 months post-op the patient fell in the driveway and felt something different after the fall. The patient went in 8 days after the fall for revision surgery to remove and replace the screw at s1 on the right side because it had broken. No additional patient complications were reported.